Event description:
It was reported to philips that intermittently the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for non-emergency treatment., which was completed by restarting the system. The philips field service engineer (fse) visited the site and confirmed intermittently the system could not emit x-ray. During troubleshooting, the fse identified the communication loss in flat detector controller(fdc) led to the reported issue. The fse replaced fdc. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per instruction of use (IFU), recommend restarting a system if there is a system failure. If intermittently the system could not emit x-ray during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. An intermittently the system could not emit x-ray that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.